Manufacturer narrative:
(B)(4). A review of the device history records for this device is not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient has implant loosening after lumbar interbody fusion. No revision surgery has been scheduled to date.